Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead presented high impedances and noisy signals after a patient's fall. It was noted that a lead safety switch (lss) occurred due to the high out-of-range impedances. It was suspected that the lead fractured. Subsequently, this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.